Event description:
The patient was admitted for a changeout of his end-of-life pacemaker generator. During the procedure, the md elected to replace the right ventricular lead. The following notes are directly from the operative note: after prepping and draping, the patient's time-out precautions were observed. The existing implantation scar was sharply incised and the incision carried down into the pacer pocket. The pacer was delivered into the wound. The leads were serially disconnected from the header of the device with the patient paced externally. He was totally pacer dependent with no underlying rhythm. The pacing threshold on the chronic left ventricular lead showed satisfactory pacing thresholds with an impedance of a 1000 ohms and a pacing threshold of 3.3 at 1.5 milliseconds pulse width or 4.5 volts at 0.5 milliseconds pulse width. The lead was examined under fluoroscopy, and appeared to be in optimal position and had not moved. The rv lead was analyzed and showed satisfactory pacing threshold and stable impedance. The leads were connected to the header of the new device with minimal interruption of pacing. The device was placed in the pocket. With manipulation of the device to fix the device to the chest wall with the suture port provided we had a sudden cessation of pacing. The device was removed from the pockets and the leads were well fixed in the header. The rv lead was disconnected from the header and the patient was paced externally. The interval of the pace from the rv lead was puzzling, as all the electrical parameters appeared to be normal. Each time that we placed the rv lead in the header of the device, it however inhibited the device. We paced with the lv lead in the rv port of the header and had satisfactory pacing without interruption. We felt that the problem existed with the chronic rv lead, even though examination of the lead physically and under fluoroscopy now showed no evidence of problems with this lead and good stable positioning. The dilemma was discussed with the MFR's technical services by telephone. We elected to replace the rv lead.